Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the 840 ventilator emitted smoke from the power supply when turned on. The device was available for evaluation. Service personnel (sp) inspected the ventilator, found the power supply faulty, and replaced it. The ventilator passed all calibrations and tests as per manufacturer specifications at the time of service. The cause of the event was isolated in the field to potential fault in power supply. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the 840 ventilator emitted smoke from the power supply when turned on. The ventilator was not in use on a patient at the time of the reported event.